Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was involved in a motor vehicle accident (mva) three weeks prior to report and was complaining of stimulation in her chest. Impedances were within normal limits. The patient was reprogrammed to a more comfortable setting that did not get into her chest. The issue was resolved. No further complications were reported/anticipated.